Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 137 mg/dl. The customer stated that the insulin pump was dropped on the bathroom floor the morning of the phone call. The drive support cap was recessed. The customer had not pressed on the cap while connected to the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.